Event description:
It was reported that the pump failed overnight on multiple occasions, causing it to power down without being programmed to do so, which raised safety concerns for the patient's therapy. These incidents resulted in spikes in the patient's blood sugar levels. The customer declined any follow-up or additional troubleshooting from technical support, and no further information was available regarding the outcome of the event.